Manufacturer narrative:
B5: added to the problem description per new information from the customer. H6: added codes based on information in the complaint file.

Event description:
A leak was detected at the purge side arm after turning patient to use the bedpan.

Manufacturer narrative:
B3 date of event updated.

Manufacturer narrative:
D6b: explant date is unavailable. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the device exhibited a placement signal unreliable alarm. The customer was advised to monitor the motor current and the patients' vitals. No further information is available.

Manufacturer narrative:
This follow-up MDR is being submitted to document that the device involved in the reported event has been identified as available for return. At the time of this submission, the device has not yet been returned to the manufacturer and therefore has not been evaluated. A subsequent follow-up MDR will be submitted if additional information becomes available following device receipt and evaluation.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Placement signal issue: data log alone was not sufficient to derive the root cause. The cause of the placement signal issue could not be determined without the returned product for investigation. Pd-purge system (separation, break) / fluid leak ¿ side arm: the exact product damage could not be confirmed without the returned product. Based on clinical details, the location of the fluid leak was determined to be at the sidearm, however, a more specific location and cause could not be determined without returned product for investigation.

Manufacturer narrative:
B3: corrected the date of event . D6b: added explant date.